Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bergovec, m. Et al (2022), high complication rate with titanium plates for chest wall reconstruction following tumour resection, european journal of cardio-thoracic surgery vol. 62 (no.6), pages 1-7 (austria). The aim of the study was to evaluate the outcome of singlecentre cohort treated with chest wall reconstruction after tumour resections, with a focus on the titanium rib plates reconstruction. Between july 2012 and june 2019, a total of 26 patients (9 male and 17 female) with a mean age of 45.8 years were included in the study. These patients underwent wide resection for malignancies of the chest wall, where reconstruction was performed using polypropylene mesh (prolene, ethicon), porcine dermal collagen mesh (permacol, medtronic) with or without titanium rib plates (matrixrib system, depuy synthes). The patients were grouped into 2; mesh group consisting of 13 patients (6 male and 7 female) with a mean age of 44.9 years, and the plates+mesh group with 13 patients (3 male and 10 female) and a mean age of 46.5 years. The mean follow up for all patients was 21 months. The following complications were reported as follows: - (n=4) wound healing deficit - (n=1) plate rupture - (n=2) infection - (n=2) local recurrence - (n=1) plate dislocation - a 22-year-old patient had rib reconstruction with a matrixrib and a mesh, presented a symptomatic fracture of the plate at 15 months post surgery (patient reoperated, broken plate removed). - a 47-year-old patient died. A haematothorax occured 3 days after resection and reconstruction surgery with 2 matrixrib plate and a muscle flap. Patient had 2 additional operations and haematoma evacuations on 6th and 11th postoperative days. Died on the 7th week after operation. This report is for an unknown synthes titanium rib plates, matrixrib. This report captures the following reported event: a 47-year-old patient died. A haematothorax occured 3 days after resection and reconstruction surgery with 2 matrixrib plate and a muscle flap. Patient had 2 additional operations and haematoma evacuations on 6th and 11th postoperative days. Died on the 7th week after operation. A copy of the literature article is being submitted with this report. This is report 4 of 4 for (B)(4).